Event description:
It was reported the lead was replaced due to a sudden rise in impedance, from 400 ohms to more than 1600 ohms. It was also reported a fracture was seen on the lead. Xray showed the lead was "broken" one inch from header prior to explant. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) distal conductor fractured. Partial lead in segments returned and analyzed. (B) (4) partial lead in segments.